Manufacturer narrative:
The device was returned to olympus for inspection and confirmed the reported malfunction. A definitive root cause could not be identified. Based on the results of the investigation, it is most likely that the probable cause was due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope adhesive part of the objective lens has come off. There were no reports of patient involvement.